Manufacturer narrative:
Section d10: concomitant medical products: logic cr femoral cem, right, sz 3 (cat# 02-010-03-0330 / serial# (B)(4)). Lgc tibial fit tray cem sz 3f / 3t (cat# 02-012-45-3030 / serial# (B)(4)). Three peg patella 29mm (cat# 200-02-29 / serial# (B)(4)). Holding pin mini sharp point 4 pk (cat# 201-78-15 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported by the legal team, approximately three years post initial tka, this (B)(6) male patient underwent revision surgery due to polythylene failure. During revision surgery, it was noted that the polyethylene from the tibial tray and it was fractured posteromedially and had some pitting throughout the medial and lateral aspect and some wearing down of the medial plateau. Despite undergoing revision surgery, patient experiences daily pain and discomfort in right knee which limits patient¿s activities of daily living and impacts patient quality of life.

Manufacturer narrative:
H6. The revision reported may have been the result of a combination of axial rotation mismatch of the femoral component relative to the tibial insert, overall posterior slope of the tibial insert, and/or patient-related conditions, which allowed for excessive posterior contact, especially medially, and led to wear and fracture of the polyethylene. However, this cannot be confirmed because the revised components were not returned to exactech for evaluation and no images or radiographs were provided. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years.